Event description:
It was reported that the screen was cracked. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.one device was received. Per visual inspection, cracked liquid crystal display (lcd) screen and a bent microswitch. Visual inspection revealed that the lcd screen was cracked. The complaint was confirmed, and no further device analysis was performed. The root cause was impact damage from user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the printed circuit board (pcb), microswitch. Performed preventative maintenance (pm). Changed o-rings, reservoir gasket and calibrated. The device passed all functional and delivery tests.